Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not MDR reportable. A retrospective review of complaints; however, identified this incident as MDR reportable. Investigation and conclusion: testing on the returned hearing aid showed compliance to specifications. The magnetic field of the returned hearing aid was compared to two other acuris s hearing aids from the inventory without significant difference. Due to the extremely low electromagnetic field of the acuris s bte, a relation to the incident can be excluded. No similar events have come to our attention. The practitioner reporting the incident to us has been notified in writing.

Event description:
While wearing acuris s bte hearing aid and working on a particular computer monitor, the patient experienced a shock, vertigo, sickness and vomiting. The patient visited a doctor and the doctor diagnosed that the hearing aid may be responsible for these symptoms.